Manufacturer narrative:
The fogarty catheter involved in this event was received by our product evaluation laboratory for a full analysis. The report of balloon deflation and puncture issue could not be confirmed. As received, the balloon was inverted over distal winding. The balloon was returned into original position. Balloon latex was pulled out from under proximal windings. Both windings were intact. No balloon material was noticed under proximal winding. Straight edge on the proximal end of balloon latex suggested there was no balloon latex missing. No other visible damage was observed from catheter. Through lumen was patent without leakage or occlusion. The IFU (instructions for use) was reviewed and indicated that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Additionally, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, device manufacturer and expiration dates were added in their respective fields. On the other hand, event date was provided and added in b3. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon could not be deflated. A needle was used to puncture the balloon in order to deflate it. Then, the fogarty was removed. There was no allegation of patient injury. Patient demographics not available. Follow up has started for device return.